Event description:
Received notification that unit was smelling like something burning. Brought loaner to peds operating room and brought surgery table down to biomed. Upon opening unit up noted smell, batteries warm to touch, pump normal to touch. Tested batteries connected to table power was approx 26vdc but decreased to 12vdc. When connected batteries connected to charging circuit measured approx 28vdc. Disconnected batteries, connected vdm to battery charge circuit and plugged unit in. Read 31.5vdc; with this configuration lowered and raised table. Power to charging circuit dropped to 26vdc and when stopped voltage increased to 32 vdc. Contacted technical service and per the tech it could be liquid contacting the post or a break in the wire between the batteries and the charger. No breaks noted, not fluid contacted noted. Possible bad battery, requested 2 pump batteries to replace. Replaced charger circuit with spare, no change in voltages recorded, put old unit back in placed. Traced possible problem to power control board or table control board. Replaced power supply board and batteries. Returned to service.